Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported inflation difficulty was not confirmed. The reported resistance during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported inflation difficulty. The investigation determined the reported kink, resistance during advancement and removal appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in a heavily tortuous, 95% stenosed, mid right coronary artery. Pre-dilatation of the lesion was attempted using the 2.75 x 15 mm nc trek balloon catheter; however, due to a kink in the shaft the balloon did not inflate. Some resistance was felt during advancement of the balloon catheter to the lesion; however, no force was used in the attempt to cross. Some resistance was also felt during retraction of the balloon catheter from the anatomy. Another same size nc trek balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported.